Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced overnight device power loss due to battery depletion, after which the user placed the ilet on the charger and it powered on; the user had been on the third day of a 23-inch, 6 mm infusion set and was advised to change supplies that day and every two days. Symptoms included a generalized unwell feeling. Outcomes included no alerts from the device, prolonged hyperglycemia for a few hours, and no need for external assistance or medical intervention. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.